Manufacturer narrative:
(B)(4). Instrument a: firing trigger teeth; spring cartridge lockout. Instrument b: firing trigger teeth. The analysis results found that the ats45 device (a) was received with the firing mechanism damaged as the firing trigger was jammed halfway. A reload was loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed as intended. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that the ats45 device (b) was returned with the firing mechanism damaged and with no reload present. The device opened and closed without any difficulties noted. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.

Event description:
It was reported that during an ovarian cystectomy procedure, on the first firing with a white cartridge the device started to fire then jammed. The surgeon then attempted to fire using both hands and heard a cracking noise. They had to pull the handles apart to pull the device off the tissue. Once off, it was noted that the blade had not advanced and four malformed staples fell out of the jaws. A second device was loaded with a white cartridge and attempted to fire. This device fired a little further than the first device and then it jammed as well. The blade did not advance but some staples were deployed. The deployed staples were formed correctly. An ats35 device was used to complete the procedure. There was no impact to the patient. On what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st for both devices. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, when firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher to complete the firing & opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, on first device had to pull handles apart. Was there any difficulty removing the device from the tissue? Yes, 1st device.